Manufacturer narrative:
The customer discarded the tube. A review of the device history record for the lot number provided found 634 pieces of 6dct were released on (B)(6) 2009 and there was no non conforming product in the lot. Info has been added to the database for trending purposes.

Event description:
The customer reported that they had to change the tube due to unspecified leaking.